Manufacturer narrative:
This device was returned to mmdg for evaluation. Based on the original complaint information, there was no indication of a reportable malfunction. During the investigation the pump under infused at a rate that mmdg considers reportable. The motor assembly had failed, which caused the under infusion.

Event description:
The initial reporter stated that the pump had cosmetic damages. They stated that this occurred during testing and did not effect on a patient. When the pump was returned to mmdg for investigation it was found that the pump was infusing at a rate that mmdg considers reportable. [Complaint-(B)(4)].